Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed myopotential noise on the right atrial (ra) lead and right ventricular (rv) lead. The oversensing resulted in pacing inhibition with asystole greater than two consecutive seconds. A review of the lead measurements noted a sudden decrease in ra and rv impedance measurements. Boston scientific technical services (ts) suspects a lead integrity issue. Surgical intervention was performed and the lead were explanted and replaced. The device remains in service.